Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 02-jun-2017, an fse visited the customer to address the reported event. During servicing, fse found that the wash syringe assembly was squeaking. Fse cleaned and lubricated both mechanism and the ran the analyzer. The squeaking had resolved and the instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was dried lubricant and debris at the wash syringe assembly.

Event description:
On (B)(6) 2017, a customer reported squeaking noises with their a1a-2000 analyzer. The customer reported that the noise is coming from the wash probes and can be heard when the analyzer is not running. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol (e2) and troponin (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.